Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the insulin cartridge was leaking from the cartridge/reservoir, and after guided troubleshooting and a second supply change the issue resolved with no injury and correct use confirmed. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a leak associated with the reservoir consistent with a leakage or seal issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.